Event description:
The reporter stated the surgeon inserted aq 12.0 mm icm 120v4 implantable collamer lens but the lens tore while injecting. The lens was removed. Additional info has been requested, but to date none has been forthcoming. If additional info becomes available, a supplemental medwatch will be sent.